Event description:
It was reported that the patient had a revision performed in (B)(6) 2014. The patient¿s implantable neurostimulator (ins) was initially implanted in the wrong place in the patient¿s buttock and it poked the patient. The patient noted that they had a ¿spinal cord leak¿ and had to have it repaired. When they had it repaired it knocked their electrodes out of place and the patient was only getting one program from (B)(6) 2014. The patient was left in the hospital for 4 days with a spinal headache. The patient¿s system was working optimally after the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was only getting one program from (B)(6) 2013 to (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had inadequate stimulation after the first placement. It was not device related, but a placement issue. Suboptimal initial placement required revision to improve the stimulation pattern. The patient recovered without permanent impairment.